Manufacturer narrative:
Product return has been requested. This record will be updated at the completion of analysis should this product be returned.

Event description:
Additional information was received providing confirmation that the device was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information confirmed that the device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was reportedly beeping. Upon interrogation it was found that the device triggered a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Remains in service. No adverse patient effects were reported.